Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(6) received a report that the disposable centrifugal pump head de-coupled from the cp5 centrifugal pump driver causing a loud noise during setup. There was no pt involvement.